Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8967d serial/batch number 011706 was received for evaluation. Visual inspection found the tip of the driver was broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces. - one unpackaged ar-8967d serial/batch number 011706 was received for evaluation. Per dfu-0023-eo; revision 4; warning; 2: to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle fusion surgery the screwdriver tip broke when inserting the screw. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.